Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage on 16-jun-2024. The issue occurred with five similar types of infusion sets used for 24 to 48 hours. The site was patient's leg. No further information was available.

Manufacturer narrative:
Initial and final MDR 1926767- MDR 3003442380-2024-17762- device 1 of 5.